Event description:
It was reported that during the lead revision on (B)(6) 2024, ipg was in surgery mode, but after the surgeon opened the pocket, it was no longer connected to clinician programmer. Upon repeated attempts to connect it went into recovery mode and unable to connect. As such the ipg was replaced, and therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.